Event description:
It was reported that suture placement in the calcified left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully placed. The tavr procedure was completed. Reportedly post procedure, the two suture knots were successfully advanced (worked as intended); however, complete hemostasis was not achieved. A cutdown was performed and a patch was placed; however, the vessel was still bleeding. Access was obtained in the heavily calcified right common femoral artery (rcfa), using a 7f sheath and the up and over technique a non-abbott covered stent was deployed to achieve hemostasis in the lcfa. A proglide device was deployed at the rcfa. The suture knot was successfully advanced (worked as intended); however, complete hemostasis was not achieved. Manual compression was applied to achieve hemostasis in the rcfa. There was no reported adverse patient sequela. A clinically significant delay in the procedure and prolonged hospitalization was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device is filed under a separate medwatch report number.